Manufacturer narrative:
Due to character limitation in e1 for event site address, event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) reported "system temperature is too high" error. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site telephone), e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer was dispatched to evaluate the unit. Fse replaced compressor and performed the factory specified tests. All tests passed, meeting clinical user requirements and were delivered to the customer for use. The failure analysis and testing department received the following part associated with this complaint: pn: 0119-00-0236 rev b: sn: (B)(6) dtech compressor scroll. This part was received with a reported unit failure message of high temp. Alarm due to insufficient pressure. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed compressor scroll into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept, pumped the cardiosave test fixture and iabp maintenance required message came up on display. However, the fat dept. Did not see the high temp alarm message. Retaining compressor scroll in the fat dept. Per procedure 0002-07-d008 rev au.

Event description:
N/a.